Event description:
User received a rm report with a red flag on the lead impedance, but no related alert was present in this report or any abnormal measurement.

Event description:
User received a rm report with a red flag on the lead impedance, but no related alert was present in this report or any abnormal measurement.

Event description:
User received a rm report with a red flag on the lead impedance, but no related alert was present in this report or any abnormal measurement.